Event description:
Peg placed in 2006 for chronic malnutrition and discharged back to nursing home the next day. After returning to nursing home patient experienced several falls. Readmit four days later with hypotension and peritonitis. Taken emergently to the operating room for an exploratory laparotomy and stamm gastrostomy with a mic placed. The percutaneous endoscopic gastrostomy (peg) tube bumper had been pulled out of the stomach and there was free contamination of the abdomen. He was treated with broad-spectrum antibiotics, improved with this antibiotic regimen. Patient experienced fever spikes toward the end of his hospitalization, however, initial panculture, chest x-ray and abdominal CT did not show any source of infection. Removed patient's palate orthotic and found a large amount of purulent drainage from nasal cavity. Patient started on levofloxacin and irrigations of the nasal cavity. Patient dc'd to nursing home thirteen days after admission. Patient readmitted four days later with respiratory distress and fever. Presents with pneumonia, (repeat cxr shows a totally collapsed left lung), and with his many recent acute problems, including advanced squamous cell cancer of the palate he would need very aggressive intervention, which is not his wishes. Comfort cares.